Event description:
It was reported that while attempting to place this pacemaker system in magnetic resonance imaging (MRI) protection mode, right atrial (ra) lead integrity concerns due to oversensing was observed on the presenting electrogram (egm). Right atrial autothreshold (raat) testing was unsuccessful, however a manual ra threshold test revealed ra non-capture at 5v@0.4ms. Additionally, ra lead measurements were: p-wave amplitude = 0.7mv and ra pace impedance measurement = 644 ohms. This ra lead remains in service, however the health care professional (hcp) planned to contact cardiology for further ra lead evaluation. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.